Event description:
It was reported that the image flickers on the 9800 system while taking fluoro shots. It was noted that the image will not stabilize. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the workstation interconnect cable. The system was tested and found to be working as intended and placed back into service.